Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event could not be confirmed in the laboratory. The device was tested on the bench and using automated test equipment. The device functions were normal.

Event description:
It was reported that the device delivered inappropriate therapies for svt and the doctor had reprogrammed the device to address the misdiagnosis. It was noted an alert for the max charge time had triggered. This device was explanted and replaced.